Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a picture of an x-ray that was provided. Upon review of the x-ray, major deformities are visible in the oral cavity. Portions of the mandible and maxilla are absent indicating resections in previous surgeries. Malocclusion is visible as well. Approximately six screws can be seen fully backed out and loose in the patients tissue. More of the screws may have lost purchase, but it is difficult to tell from this image. It is unclear as to the origin or identity of the screws as they appear smaller in proportion to the screws that are currently fixating the fossa and mandible component the most likely underlying cause of the complaint of pain and "broken pieces scattered through out" is due to the loosening of the screws from the implants. Patient condition may also be a contributing factor to this complaint as well. It is possible that the screws that have backed out may have been the wrong size, though this cannot be verified based on the provided information and materials. These implants were manufactured in 1998 and implanted in the patient in 2001. Based on the age of the implants and the extended period of time that they have been implanted, there is no indication of a manufacturing defect. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for this product has the following information in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. See tables 7 and 8 for more detailed information on adverse events from the clinical trial. - removal of components(s) including, but not limited to the following: - implant changes caused by loading and/or wear. - degenerative changes within the joint surfaces from disease or previous implants. - implant materials producing particles or corroding. - loosening or displacement with or without removal of the implant. - facial swelling and/or pain. - facial nerve dysfunction. - dislocation. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. ¿ the risks associated with a total tmj system (see warnings and adverse events). ¿ post-operative pain relief and return of function varies from patient to patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00895-1, 0001032347-2017-00896-1, and 0001032347-2017-00897-1.

Manufacturer narrative:
(B)(4). Concomitant medical device: walter lorenz 50 mm left narrow mandible catalog #:01-6551 lot #: 136300; walter lorenz small right invst fossa component catalog #:01-6562 lot #: 109290; walter lorenz small left invst fossa component catalog #:01-6563 lot #: 261360; walter lorenz screws catalog #:ni lot #: ni. Concomitant medical products therapy date: (B)(6) 2001. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00895 through 0001032347-2017-00897.

Event description:
It is reported the patient has had the biomet tmj prosthesis for some time and has been in major pain. A doctor showed her some x-rays of her jaw which revealed several broken pieces that were scattered throughout. The patient's husband states the surgeon said "basically said that there is nothing that he can do for her." The patient will seek a second opinion. At this time, there is no planned revision. No additional patient consequences were reported.